Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported issue which was confirmed during evaluation by troubleshooting the device. Evaluation observed the keypad to not function as intended. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some of the keys on the spectrum pump keypad were not responding. There was no known patient injury or medical intervention associated with this event. No additional information is available.